Manufacturer narrative:
Device evaluation & resolution and disposition: device evaluation: on 03/28/2017 the unit was received at the international service center. The technician confirmed the reported issue. Resolution and disposition: battery was replaced. Performed calibration and functionally tested then no abnormality was found in the unit.

Event description:
The international customer reported the v60 unit displayed battery malfunction alarm. The unit was replaced with the same model one. Unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.